Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with transmitter and sensor. The customer¿s blood glucose level was 553mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose levels. No further details are given.